Event description:
It was reported that the patient experienced dizziness due to intermittent loss of capture on the right ventricular (rv) lead. It was also noted that there was an alert for short v-v intervals. Fracture was suspected. The sensitivity was adjusted and the pace/sense portion of the lead was subsequently replaced. It was further reported that a lead integrity alert (lia) triggered several weeks later due to episodes of 60-cycle noise which was attributed to patient exposure to water pipes at home. T-wave oversensing (twos) was also seen during a check at the clinic. The oversensing caused temporary asystole. The sensing was reprogrammed and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert (lia) were met. 277 of 462 lifetime ventricular sic occurred since (B)(6) 2013. Nine non-sustained tachycardia episodes (nst), 1 ventricular fibrillation (vf) episode, and 5 lead failure predictor (lfp) episodes of less than 220 milliseconds v-v cycle were recorded between (B)(6) 2013. Lia triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6); 1688t competitor implantable pacing lead (b)64) 2006. (B)(4).